Event description:
Subsequent to the previously filed medwatch reports, additional reported information indicates the rx herculink elite stent system was being used to treat a lesion in a superior mesenteric artery with moderate calcification.

Event description:
It was reported that during an attempt to cross an arterial lesion, a rx herculink elite stent system was advanced; however, the stent dislodged from the balloon. Reportedly, the stent was extracted after a simple angioplasty of the lesion was performed. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates the rx herculink elite stent system was being used in a stenosed, calcified, renal artery. The rx herculink elite stent system was slightly pulled at the lesion location for positioning, the balloon slipped proximally and the stent dislodged at the lesion without the balloon having been inflated. Reportedly, before the dislodged stent was retrieved the target lesion was treated with simple angioplasty and surgery was then performed at the puncture site, as the stent could be retrieved and positioned at the puncture site for extraction. The patient was reported to be in good condition. There was a clinically significant delay in the procedure reported due to the surgical procedure required to extract the stent at the puncture site. Additional information has been requested.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).